Event description:
During an atrial fibrillation ablation procedure an air leak occurred. While negative pressure was applied to the extension port air was aspirated. The issue could not be resolved and the sheath set was removed and replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.